Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (no power) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/12/2017 with the following findings: during investigation, the pump was powered on with a vibration alert to a blank display. There was no auditory alarm at power up. The pump was unresponsive with the returned battery cap and a test battery cap. The battery cap measured within specifications, and was able to fully tighten to the pump. Evidence of moisture contamination was found inside the battery compartment and the underside of the battery cap. The pump case was removed to find evidence of additional moisture contamination inside the pump on the battery canister and printed circuit board components. The pump download failed due to the unresponsive pump. The pump was unresponsive due to moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.